Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a catheter. It was reported that on march 25, 2024, the patient underwent ventriculoperitoneal shunt surgery due to postoperative hydrocephalus caused by traumatic cerebral hemorrhage. During the surgery, a ventricular catheter was implanted for drainage, and the test found that the drainage of cerebrospinal fluid was very slow. During the surgery, the doctor took out the catheter, and then tested with saline, and the same situation was found. The catheter was replaced with a new one, and the surgery was successfully completed. There was a procedure delay of 30 minutes. The patient's status at the time of the report was alive-with injury.

Manufacturer narrative:
H3. Product analysis determined that the visual inspection confirmed the catheter had been cut to size. Functional inspection confirmed the catheter was able to drain out the vents as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the procedure delay was 20 minutes. The patient's status alive-with injury was clarified as that the patient had suffered a cerebral hemorrhage after trauma, followed by hydrocephalus.